Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported he patient had a back surgery and implant surgery in 2010. After the back surgery, fluid built up and ¿drowned the implantable neurostimulator (ins)¿ and the patient could not connect to the ins. In 2012, they had to drain the fluid and ¿put in a new ins.¿